Event description:
The facility's medical doctor (md) reported an incident involving a colleague infusion pump. The md stated he "was giving anesthesia for a carotid endarterectomy for patient". The pump was used for a phenylephrine drip to support the patient's blood pressure at approximately 150 systolic. "The critical incident occurred when there was a failure of the baxter collegic guardian pump". Reportedly, the pump shut down and "would not let enter any additional information" when the md increased the rate of the infusion. The event occurred at approximately 1800. According to the md, "since the pump waqs supporting the patient's blood pressure at approximately 150 systolic, and when the pump stopped functioning, the phenylephrine quit running into the patient's IV. The blood pressure fell to a low of 67/36. Approximately 4 minutes went by with the patient's blood pressure at this level. Repeated doses of phenylephrine drawn up eventually raised the patient's blood pressure back to greater than 100 systolic. The pump could not be restarted by the anesthesia tech". "The patient's electroencephalogram, which was being monitored continuously during this surgery, began to show changes approximately 3 minutes into the period of severe hypotension". The surgeon was "concerned about the patient's blood pressure being this low as it increased the risk that the patient might have an intraoperative stroke". Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding the patient's injury and status, serial number of the pump involved, any alarms / failure codes prior to the pump shutting down, and set up of the pump.